Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filter functioned properly. The reported break of the barewire tip coils was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the reported difficulties appear to be due to circumstances of the procedure. It is possible that the filter was pulled into the pod too quickly or with excessive force causing the reported resistance noted during loading. Additionally, it is likely that the damage to the barewire coils stretch/break occurred when the barewire was attempting to be advanced into the calcified 90% stenosed lesion causing inadequate blood flow resulting in the reported transient ischemic attack. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the internal carotid artery with moderate calcification and mild tortuosity. During preparation of the large emboshield nav 6 embolic protection system (eps), resistance was noted when loading the filter into the delivery catheter (dc) pod. The eps was advanced to the intended location. However, the patient experienced a speech impairment; a transient ischemic attack was noted. Additionally, the tip of the eps was observed broken. Therefore, the eps was removed and then the patient's verbal response returned to normal. Another same size unspecified device was use to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.